Event description:
It was reported that externalized conductors were observed via fluoroscopy. The electrical function of the lead was normal. The patient will continue to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.